Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) or lack of efficacy is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) or lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced large clots, heavy bleeding, she spotted for 3 months. After the dye test she hemorrhaged (seen as post procedural bleeding). She was currently 36 weeks pregnant. These events are listed in the reference safety information for essure. She also experienced continued anemia (unlisted). It was reported that pet fibers had migrated to the organ (seen as device dislocation, which is listed, and device breakage, which is unlisted) and emergency surgery was performed. All these events were considered serious due to their medical importance. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. Due to emergency surgery performed, this case was regarded as incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during (B)(6) website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1160, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. From the insertion point and on consumer had issues such as bleeding, large clots, low hemoglobin because of the heavy bleeding, dizziness and continued anemia along with intense pain. She would feel sharp, stabbing pain along the front sides of pelvis and a deep aching in her low back. It felt like period cramps on a daily basis. This went on to the 3 month dye test. After the dye test, she hemorrhaged. The doctor told her it was okay and would slow down but it took a month to slow down to spotting and she spotted for 3 months. The fatigue, the anemia, the blood transfusions continued. After treatments her hemoglobin rose and she continued to have pain. The pain and swelling continued, as well as the back pain. She began to have swelling in other areas - her appendix swelled to be 4x the size with no sign of infection, just intense back pain and a large organ. Pet fibers had migrated to the organ and emergency surgery was performed. She had anxiety, mood swings, depression, weight gain, water retention, pain, itching and rashes, insomnia, hair loss, metabolic disorder, and thyroid issues. She was currently (B)(6) pregnant and continued to suffer with terrible pain and a complicated pregnancy. Essure was ongoing and she considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced large clots, heavy bleeding, she spotted for 3 months. After the dye test she hemorrhaged (seen as post procedural bleeding). She was currently (B)(6) pregnant. These events are listed in the reference safety information for essure. She also experienced continued anemia (unlisted). It was reported that pet fibers had migrated to the organ (seen as device dislocation, which is listed, and device breakage, which is unlisted) and emergency surgery was performed. All these events were considered serious due to their medical importance. In this case, no alternative explanation was provided. Considering the nature of the events, a causal relationship with suspect insert cannot be excluded. Due to emergency surgery performed, this case was regarded as incident. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.